Event description:
I had the essure coils implanted in (B)(6) 2009 without incident. Several months after that I began experiencing severe depression and periods of extreme irritability, crying for no apparent reason, suicidal thoughts and horribly painful and unusual periods. I'd never in my life experienced any of these before so I scheduled an appointment with my dr who diagnosed it as pmdd and prescribed a medication for depression. The symptoms have continued since but knowing there was a reason, I just learned to live with it. Over the last few years I have begun to experience chronic lower back and hip pain, abdominal bloating, frequent yeast infections, insomnia, decreased circulation in my legs and feet, tingling in my arms and hands, anxiety, high blood pressure and several other ailments I never attributed to a common cause. In (B)(6) 2013 I developed a sudden extremely severe headache that has now been present and uncontrolled for 143 days accompanied by memory loss, fogginess and a decreased level of function. I have been hospitalized, under the care of a neurologist and to date a cause has not been determined. An MRI shows ischemic changes to the left frontal lobe of my brain and my neurologist believes that has been caused by the severity of the headache and could be permanent. She says I'm also at risk of having a stroke every day I continue to have this headache at this pain level of 10 out of 10 and she can't find any amount of medication that will stop it although she's trying her hardest. Now having finally had a chance to review all of the fine print associated with essure, I believe every one of these symptoms can be attributed to this device as I experienced none of these issues in the 33 years prior to being implanted and they just continue to rapidly get worse without any relief or medical explanation.